Manufacturer narrative:
The reported events of insulation abrasion and noise resulting in oversensing were confirmed. As received, a complete lead was returned in one piece for analysis. The lead failed the hi-pot test due to the inner insulation being abraded at the suture tie mark region. Destructive analysis revealed the inner insulation to be abraded under one of the suture sleeve tie marks at the proximal region of the lead. The cause of the reported event of noise resulting in oversensing was isolated to the abrasion observed on the inner insulation and exposing the inner coil in this region.

Event description:
During an in clinic follow-up, noise resulting in oversensing and episodes of automatic mode switching was observed on the right atrial (ra) lead. The physician alleged lead insulation damage to be the cause of the event. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.